Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call bent cannula, no delivery alarm and high blood glucose. Customer's blood glucose level went as high as 406 mg/dl. Customer treated their high blood glucose with an insulin pen. Customer was advised to change the set and reservoir in order to troubleshoot. Customer was assisted with replacing their battery and there were no alarms. Customer removed the infusion set from their body and realized they had a bent cannula. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.